Event description:
It was reported that the patient was asymptomatic and not pacer dependent. It was noted that noise reproducible with isometrics was noted on high ventricular rate episodes on stored electrocardiograms (egm) on the right ventricular (rv) lead. No reprogramming changes were made. The patient was to continue being monitored. The patient was stable.